Manufacturer narrative:
The device did not return for analysis. As no lot number was provided, the device history records could not be reviewed. Missing information has been requested. Concomitant medical products: unknown revitan proximal stem; lot#: unknown; item#: unknown. Unknown cup hip impl; lot#: unknown; item#: unknown. Unknown revitan distal stem; lot#: unknown; item#: unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: patient had first revision surgery on (B)(6) 2019 due to acetabular fracture, fracture of proximal femur and elevated metal ions. This is captured under (B)(4). The following reports are associated with this event: 0009613350-2020-00189.

Event description:
It was reported that the patient had a revision surgery to correct excess length of the leg. It was also reported that only the proximal part of the revitan stem has been explanted and distal part remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient had an initial implant surgery on (B)(6) 2001 and had first revision surgery on (B)(6) 2019 due to acetabular fracture, fracture of proximal femur and elevated metal ions. Patient had a second revision surgery on (B)(6) 2019 to correct leg length which was preceded by repeated dislocations/luxations. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical data relevant to the case has been received and reviewed and summarized by an hcp. X-rays: several x-rays were received for investigation only the x-rays covering the time in vivo (on (B)(6) 2019) are evaluated. On (B)(6) 2019 pelvic overview: in the ap-view evidence of missing bony support laterally can be observed above the proximal cerclage wire bounded by a sclerotic line. The bone fracture is still recognizable with a slight dislocation distally. In the axial view evidence of missing bony support anterolaterally at metaphyseal/diaphyseal part of the femur can be seen. On (B)(6) 2019 pelvic overview, left hip axial-view: the dislocation of the femoral head is clearly recognizable. The images after reposition show radiolucent lines at the level of the proximal part of the stem medially and laterally. On (B)(6) 2019 pelvic overview, left hip ap & axial-view: compared to the previous x-rays additional contour defect of the lateral cortical bone at the level of the most proximal cerclage wire is observable. With slightly dislocation of the proximal part of the proximal cortical bone. In the axial view no bony support around the proximal part of the stem antero-laterally can be identified. A large radiolucent area can be seen postero-medially at the level of the proximal part of the stem. Surgical report: surgical report, dated on (B)(6) 2019: the surgical report described a revision due to a fall that led to a periprosthetic fracture of the acetabulum and left femur. The surgery includes a revision of the hip prosthesis (transfemoral) on the left with acetabulum reconstruction and shell / stem change, implantation of the revitan stem, curved, re-osteosynthesis with cerclage wires and osteosutures. The hip is opened and the acetabular components are removed. The acetabular roof shows a defect of more than 5 cm in the cranio-caudal diameter, in the center it has several defects. The posterior wall defect is larger than expected. The acetabular components are implanted at approximately 45° inclination and 20° anteversion. The center of rotation can be reconstructed as planned with a stem 20x200 mm and a proximal attachment 75 mm instead of the planned 85 mm attachment. The hammered curved revitan stem 20x200 mm and blocks at the desired height, so that a proximal attachment 75 mm with 10 degrees anteversion is placed. Reposition after placing a cocr head 36 / s from company zimmer. The prosthesis is stable in extension / external rotation and flexion / internal rotation of more than 60 degrees each. Surgical report, dated on (B)(6) 2019: revision surgery due to recurrent posterior dislocation of the left hip prosthesis with excess length of the stem after revision of the hip prosthesis (transfemoral) on (B)(6) 2019 with cup and stem replacement. There are two indications for revision.: 1. Still secreting wound & 2. Recurrent dislocations due to an excessive muscle tension with eccentric pull of the muscle due to an excessive length of the stem. Therefore, the proximal attachment is changed to a shorter one. According to the measuring points that are available, the difference in length would be in the range of about 15 mm. A puncture when admitted up to now is microbiologically sterile without any suspected infection. The technical procedure describes that with the trial attachment 65 mm in 15 degrees anteversion and reposition with an s-head there is approximately a flexion contracture of 20 degrees, knee joint to almost 70 degrees with full hip extension. There remains a dislocation phenomenon in flexion and internal rotation without identification of an anterior trochanteric impingement. With a proximal attachment 55 mm and repeated reposition with an s head, good axial tension and possible extension of the hip with knee flexion to a good 90 degrees with a stable prosthesis. Telescoping less than 2 mm, internal rotation of a good 70 degrees possible in flexion. Takeover of this length with a shortening of 17 mm compared to the preoperative state with slightly increased femoral lateralization. With a proximal attachment 55 mm with approximately 15 degrees anteversion and cocr head 36 / m, the hip remains stable after reposition. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Conclusion: it was reported that patient had an initial implant surgery on (B)(6) 2001 and had first revision surgery on (B)(6) 2019 due to acetabular fracture, fracture of proximal femur and elevated metal ions. Patient had a second revision surgery on (B)(6) 2019 to correct leg length which was preceded by repeated dislocations/luxations. On (B)(6) 2019, the patient underwent the revision surgery of the left hip. The cup is replaced by a cemented müller flat roof profile durasul 58/36 cup at approximately 45 degrees inclination and 20 degrees anteversion. The stem change was performed with a curved revitan stem 20 x 200 mm and a proximal part with 75 mm in 10 degrees anteversion. During the repositioning attempts, the trochanter fragments break several times, therefore an osteosynthesis with 4 cable cerclages and osteosutures is performed through the holes in the proximal part of the stem. After reposition, the prosthesis is described as stable in extension, external rotation and flexion / internal rotation of more than 60 degrees each, whereby in full hip extension a knee flexion of no more than 70 to 80 degrees is possible. On (B)(6) 2019, a dislocation of the left hip with successful reposition was documented radiologically. Based on the investigation the reported event can be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). The reasons for hip dislocation are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. The surgical reports describes recurrent dislocations due to an excessive muscle tension with eccentric pull of the muscle due to an excessive length of the stem. To what extend this influenced the dislocation and if there were other contributing factors remains unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.